Event description:
Patient reported there is a black, thin line across the whole display on the blood glucose monitoring device. Patient stated the measurement results are not affected and the device has not been dropped. Preliminary evaluation showed display segment failure; a display malfunction which might lead to the misinterpretation of a blood glucose result. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged blood glucose monitoring device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report. Device evaluation in progress.

Manufacturer narrative:
Iu received one meter sn (B)(4) with black rom key code# 112 iu tested the returned meter using retention batteries with retention strip lot# 491588 exp. 7/2014, returned black rom key, and retention advantage controls lot# 12710 exp. 9/2013. Iu is able to use advantage control to simulate a blood value in the meter. Results: values = 353 mg/dl iu confirmed the meter for display defect; a solid vertical line appears on the middle of the meter screen. Iu observed that the location of the line on the display does distort the digit during the simulation test, therefore misinterpretation is possible. Iu observed upon pressing and holding the power button, the meter displays a sequence of solid color test screens in the order of red, blue, green, and white with the vertical solid line appearing in the middle of the screen. Upon powering the meter on, without holding power button, the solid vertical line appears on all screens during performance testing. Failure analysis indicated that the meters lcd was defective due to a crack in the fpc (flex pc board) causing the display failure. Additional finding: iu observed that the meter has markings on the corners of the meters housing surrounding the ir window. The stretch lines do not affect the functionality or performance of the meter. This issue is caused by the material of the meter being stretched as a result of the meter manufacturing processes. The customer's allegation of line across whole display was observed during the investigation of the returned product. This case is set to verified based on the iu's investigation and the failure analysis result of the customers allegation.